Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4) mfg date: 2017-12-29 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4) mfg date: 2017-12-29 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4) mfg date: 2017-12-29 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4) mfg date: 2017-12-29 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-01-31 UDI #: (B)(4) mfg date: 2018-01-08 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4) return date: 2018-07-26 device evaluation anticipated, but not yet begun mfg date: 2017-12-29 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their power sources switching inappropriately and occasionally hears a single beep while they were at home. The patient also experienced two pump stops. Moreover, the charge on the batteries during the switching events was greater than or equal to twenty five percent. The site further reported that one of the batteries was not charging and the indicator light was flashing red when the battery was charging. A manufacturer representative performed servicing on the power sources. One battery was exchanged and the rest of the devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and five batteries not returned for evaluation. A battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. In addition, the battery was charging when connected to a battery charger. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported not charging event was confirmed. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving (B)(4). Additionally, (B)(4) was involved in momentary disconnections without leading to power switching events. Momentary disconnection will result in an audible tone or "beep". As a result, the reported power switching event and beeps were confirmed. A power source lubrication procedure was performed on all associated power sources in accordance with the requirements under fsca cvg-18-q4-19 on 07/09/2018 to mitigate the reported conditions. Three controller power-up and associated pump start events were logged on june 25, 2018 at 23:40:04, july 1,2018 at 23:11:22, july 4, 2018 at 21:36:08. Several momentary disconnections were logged before the third controller power up. The controller was without power for 12 seconds, 12 seconds, and 8 seconds respectively. As a result, the reported controller loss of power event was confirmed. Based on the available information, a possible root cause of reported not charging can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. The most likely root cause of the premature power switching and beeps can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources as described in the event details and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate the controller losing power and momentary disconnections and implement corrective actions as required. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.